Event description:
It was reported that 10 bd¿ male adaptors had molding defects found prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during customer use, it was detected twenty (20) units of material 03-26-50-052 (male luer lock, clnd adaptor) with "short shot"." "There was no impact to patient, medical intervention, or exposure to blood either. The incident was noticed prior use."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint of (B)(4) units with a short shot issue were received from the customer. Two photos were received from the customer. In one photo a defect can be seen on the male luer. The second photo shows the other side of the male luer. An investigation was performed by the manufacturing site. A historical review of this part code was performed with no instances of short shot reported for this product code at the namc. There were no non-conformances reported for short shots on the lots reported in this complaint. Lot 0302012 was manufactured on 13dec2020 and 1344 parts were visually inspected with no defects noted. Lot 1004919 was manufactured on 16jan2021 and 1280 parts were visually inspected with no defects noted. A root cause could not be determined as a physical sample was not received for investigation.

Event description:
It was reported that 10 bd¿ male adaptors had molding defects found prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during customer use, it was detected twenty (B)(4) units of material 03-26-50-052 (male luer lock, clnd adaptor) with "short shot"." "There was no impact to patient, medical intervention, or exposure to blood either. The incident was noticed prior use."